Event description:
It was reported that, "I was called last minute to help with the removal of these implants due to an infection. The implants were removed successfully and a cement spacer from a different company was used as the first stage of a two stage revision. The extracted implants are not allowed to be removed from the hospital due to hospital policy. This is all I know regarding this event."

Manufacturer narrative:
The following other hip devices were also listed in this report: unk 36 +0 x 3 cocr head. Unk 36 liner. Unk 4.5 accolade stem 135 degree neck. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested, but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report.